Event description:
It was reported that an alert triggered and a remote transmission indicated that a power on reset occurred. The patient had also been receiving radiation therapy at the time of the reset. The patient will come in to have the reset cleared. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that there was a power on reset, 1 - por for write to locked ram, addr=0c48, data=46 on (B)(6) 2012 12:09:57 and 1 - patient alert for por on (B)(6) 2012 12:09:57.